Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) female pt's monitor screen was freezing and the monitor was resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (monitor resetting) has been confirmed. As received, it was unclear whether the reported failure affected pt protection. Upon further investigation on (B)(4) 2012, the monitor was resetting during the detection and treatment sequence. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.